Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and unexplained high blood glucose levels. The customer father did not know the blood glucose reading or recall any significant issues leading to the event. He stated that the customer was wearing the insulin pump at the time of hospitalization, but declined troubleshooting for the matter. The customer stated that, while at the hospital, the customer was over-treated and experienced a low blood glucose event. The customer complained of nausea and vomiting and was treated with an intravenous drip. No details regarding the low glucose event were provided. The caller reported that the infusion set became discolored or cracked with a cloudy white color a few weeks prior. He stated that the insulin pump alarmed no delivery during the bolus procedure. He advised that the event did not lead to the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.